Event description:
It was reported that during device changeout, all high voltage coil impedance measurements on the right ventricular lead were normal through the analyzer and the new device; however, after the pocket was closed, the impedance was high. The device was replaced by a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.